Event description:
The technician alleged that when the brake is engaged the brake casters lock but still swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.